Manufacturer narrative:
Repair instructions. Replace mainboard, battery, clean and reseal device. Update software to the latest version.

Event description:
It was reported that an ilet pump with serial number (B)(6) would not charge on the pad, with the battery continuing to deplete despite proper charging technique and use of multiple outlets, while the user¿s phone charged normally on the same pad; the issue was characterized as a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.